Event description:
It was reported by a user facility that three patients with skin type iii sustained hypopigmentation to the lower legs, arms, and shin areas respectively following hair removal treatment with a lumenis lightsheer duet laser. Hydrocortisone and an antibiotic were reportedly administered to the patients.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs which were provided. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. The engineer reported that the hs hand piece was replaced as a precautionary measure. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings were appropriate based on common medical practice.